Event description:
The rotator broke during a left ventriculogram procedure.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. A review of the device history record did not reveal any exception documents. Through investigations of similar events the root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed.